Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer¿s blood glucose was 600mg/dl at the time of incident. The customer reported that they were getting a no delivery issue a few weeks ago. The customer said he was sent a different set to try and the first one worked and the next gave him the no delivery. The customer treated high blood glucose with manual injection. The customer declined to troubleshoot. The customer wants to try a shorter tubing because he has to wrap this one around a few times because its too long. The insulin pump will not be returned for analysis.